Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have had recent changes to medication. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 155 mg/dl and 160 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is month of (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.